Manufacturer narrative:
(B)(4). Date sent: 03/14/2023 per photographic evaluation: this is an analysis of three photos submitted for evaluation. During the visual analysis, the following was observed: the photos show the open jaws of the device with one reload loaded apparently fully fired and with some staples b-form in the deck. Based on the photos the event described could not be confirmed. Hands-on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number x9626p, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/8/2023. D4: batch # 135c73. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a instrument and one (B)(6) reload was returned for analysis. The reload was received fully fired. The reload had significant damage to the deck that is typical of a reload that has been fired over a hard object such as a hemoclip. The reload deck was heavily encrusted with blood, but some staples were visible. Both partially formed and malformed staples were visible. Despite the damage to the sled, it was able to partially lift the drivers, but not enough for proper staple formation. The left side sled has been crushed by firing the reload over a hard object. The instrument did not fully complete the firing stroke during a test firing and the knife had to be returned using the reverse switch. The short firing stroke was caused by damage to the instrument firing system caused by firing over a hard object. The device did produce a conforming staple line when fired with a test battery pack and reload although the distal two staples were not tight ¿b¿ shapes because of the short firing stroke. The damage to the device and reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device.  Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 135c73, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/11/2023. Additional information was requested, and the following was obtained: was there any unusual noise heard when closing or firing the device? No. Any difficulty experienced closing or firing the device? No. How was the bleeding addressed? Temporary clamped the artery, converted to open, sutured the artery. What was the pre and postoperative anti-coagulant and pain management protocol? No information. Was the bleeding intraluminal or extraluminal? Artery cut by the stapler but no staples were deployed. Was this the initial firing of the device? Yes. As per their protocol for alive donor, they use two staplers, one for the artery and one for the vein (they don't trust the nurse to replace a reload fast enough). Were there any unformed staples seen in the field that were not in the tissue? No, it looks like the staples stayed inside the reload; none we deployed on the proximal side. Was there any indication of renovascular disease pre-operatively? No. Were there any clips in the area? No. Were there any issues noted with the staple formation? If so, please describe the shape and location? It looks like no staples were deployed on the proximal side; like the staples stayed inside the repload. Did the stapler complete it¿s firing and reverse sequence when fired? Yes h10: photo analysis: during the visual analysis, the following was observed: the first, second, third, fourth, and fifth photos show the open jaws of the device with one reload loaded apparently fully fired and with some staples b-form in the deck. The sixth photo shows a tyvek from top view, code vasecr35 lot: 792a95. (Exp. Date: 2025- 04-30). The seventh photo shows a label, code pve35a lot: x9626p. (Exp. Date: 2025- 09-30).

Manufacturer narrative:
(B)(4). Date sent: 3/28/2023 additional information received: serial (B)(6). The echelon flex device did not suture during renal artery dissection at the aorta. This caused a severe hemorrhage because there was a hole in the abdominal aorta that required an emergency laparotomy. In addition, poor perfusion of the organ (kidney) to be transplanted which causes ischemia of 24 minutes. Consequence to the patient: hemorrhage with loss of 2 liters of blood. Emergency laparotomy. Loss of a percentage of renal function of the organ to be transplanted. Paralytic ileum. Recipient received an organ that is 100% non-functional. So expected objective will not be achieved.

Event description:
It was reported that during a nephrectomy on an "alive" donor for transplantation. When stapling the renal artery, surgeons say no staples were deployed on the proximal side (aorta) and instant bleeding happened. They clamped the artery and converted to open surgery. Important blood loss and blood transfusion was necessary. Patient (organ donor) stayed two days in intensive care but is now recovering in a room. The "receiver" of the organ is also doing fine but the surgeons say the kidney suffered hypo-perfusion and might be affected in the long term. The surgery was delayed due to the issue. The procedure had to be converted to open to control the bleeding, but the procedure successfully completed. The patient did have to have a blood transfusion and spend 2 days in intensive care.

Manufacturer narrative:
(B)(4). Batch # x9626p. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information received: during the dissection of a kidney on a living donor, there was the malfunction of the instrument/refill which sutured on the side of the renal artery but not on the side of the aorta while there was section of the vessel. Only one line of staple is pulled out of the cartridge. The patient lost a lot of blood and the kidney to be transplanted was therefore hypoperfused by the time of ischemia which was too long or lasting 24 minutes. This clamp is used in all specialties that requires it and usually meets the needs however this time there was a defect that we could not foresee in advance. A similar event occurred on (B)(6) 2021 with the same model of clamp. It would be urgent for the company to improve the instrument to avoid a disaster that could lead to the death of a patient. The consequences are quite serious for the donor and the recipient. For the donor extension of hospitalization since the surgery continued in laparotomy and not laparoscopy as originally planned. The kidney that has been transplanted to the recipient is hypoperfused and there will be consequences for the long-term sequel. Emergency conversion to continue the procedure in laparotomy instead of laparoscopy. The surgeon had to seek help from several colleagues to prevent the patient from dying by hypovolemic shock. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any unusual noise heard when closing or firing the device? Any difficulty experienced closing or firing the device? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Was this the initial firing of the device? Were there any unformed staples seen in the field that were not in the tissue? Was there any indication of renovascular disease pre-operatively? Were there any clips in the area? Were there any issues noted with the staple formation? If so, please describe the shape and location? Did the stapler complete it¿s firing and reverse sequence when fired? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.